Event description:
Customer reportedly obtained results of 400 mg/dl and 140 mg/dl on the compact plus system within 10 minutes. Additional comparisons reported results of 142 mg/dl and 398 mg/dl within 10 minutes and 430 mg/dl and 140 mg/dl within 10 minutes. All results obtained on the compact plus system. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement sent.